Manufacturer narrative:
Other applicable components are: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device. Product ID: neu_stylet_acc, product type: accessory.

Event description:
Information was received from a manufacturer representative regarding a patient who was trialing a system for spinal cord stimulation. It was reported that the patient was unable to feel stimulation during the trial testing and upon an impedance check; it showed greater than 10,000 ohms on electrodes 10-15. The lead was replaced and worked as expected. The issue was resolved at the time of the report.

Manufacturer narrative:
Under analysis no anomalies were found. The result code no longer applies. References the main component of the system and other applicable components are: concomitant medical products: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device. Product ID: neu_stylet_acc, product type: accessory.

Event description:
The manufacturer representative updated device information.

Manufacturer narrative:
The conclusion code 11 no longer applies to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.